Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to loosening.